Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
It was reported to philips that the device was not holding a charge. The device was not in clinical use at the time of the event. This issue occurred during set up for use. There was no report of patient or user harm and no delay reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested a replacement battery be shipped to them. A replacement battery was ordered and shipped directly to the customer that was replaced onsite by the customer. A review of servicemax found no onsite service was requested and the case was closed.